Manufacturer narrative:
No issues were identified during a review of the alarm trace data. The customer used a centrifugation time of 5 min and speed of 2750 g. Product labeling advises: "centrifuge samples containing precipitates before performing the assay." Correctly prepared plasma samples are free of blood cells. If the sample still contains blood cells, higher results are received. The investigation determined the event is consistent with a pre-analytical sample handling issue at the customer site.

Manufacturer narrative:
On 20-aug-2021 preventive maintenance was performed. Calibration was last performed on 14-aug-2021 with acceptable results, however, the customer used a calibrator that expired in jun-2021. The level 2 qc results were acceptable; level 1 qc was not provided. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for altp gen.2 (altp) on a cobas pro c 503 analytical unit. The initial result was 375 u/l. The repeat was 297 u/l. The high results were reported outside of the laboratory. The patient was advised to return 4 days later for re-testing. On (B)(6) 2021 a new sample was obtained and the result was 10.3 u/l. The original sample was repeated and the result was 12 u/l. The altp reagent lot number was 571202. The expiration date was not provided.